Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. Internal components were evaluated which revealed that the bearings had failed. Failure of bearing can result in the generation of heat within a device.

Event description:
It was reported that the product over-heated during set-up for a case. There was no pt involvement and no adverse consequences reported with this event.